Manufacturer narrative:
The facility reported that the issue happened twice, however the event date(s) was not provided. The information will be provided in a supplemental report if and when made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump on the patient circuit of the sorin heater-cooler system 3t stopped working. There was no patient injury reported. A sorin group field service representative has placed an order for replacement parts to repair the unit on-site. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pump on the patient circuit of the sorin heater-cooler system 3t stopped working. There was no patient injury reported.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty patient bridge. The technician replaced the bridge to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced bridge was requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The replaced bridge was returned to livanova (B)(4) for further investigation. Investigation determined that the mains and cpu boards were performing properly. For the distributor board, a functional control was performed and the error message was reproduced. The patient pump and cold cardioplegia pump were found to be non-functional. The root cause was determined to be a faulty resistor.